Event description:
It was reported that shaft break occurred. The 100% stenosed, 55mm x 2.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, the tip of the device and the delivery shaft of the balloon were fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 100% stenosed, 55mm x 2.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, the tip of the device and the delivery shaft of the balloon were fractured. The procedure was completed with another of same device. There were no patient coplications reported and the patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. The balloon was tightly folded with blood in the wire lumen (inner shaft). The tip, balloon, proximal weld, inner/outer shaft were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube. The device was not fractured (separated) and there was no damage to the tip. Inspection of the rest of the device found no other damage or defect. The reported fracture was not confirmed.